Event description:
It was reported that the administration set had a high volume that has a filter. Pump was stuck about the same time every night and it would come up with a downstream occlusion error, even after clearing the occlusion, they're still having issue almost daily with the administration set. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No serial/lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
Patient identifiers and event date updated; did occur while in use. The patient only received half the chemotherapy per day and had to get additional days added. They were admitted to an impatient setting to receive the last full cycle.